Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in catheter defective/damaged-nogales. It was reported by customer that there is a defect on the catheter on the IV and found about 1-2 mm down from the tip of the catheter with a hole in it. Verbatim: rcc received a complaint via email. We have received a quality complaint on product sold to our customer. Please contact the customer and cc xxxxxxxxxxxxxxxx on any future communication. Injuries or adverse event: no. Item: 383516, quantity affected: 3 bx, serial/lot number: (B)(6), po: (B)(4). Are any samples available for return? Yes. Reported issue: "there is a defect on the catheter on the IV. About 1-2 mm down from the tip of the catheter, there is a hole." Customer disposition request: credit.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos, 1 used sample and 1 unused sample submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed upon inspection of the samples. The samples were evaluated under magnification and no issues or damages were observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.